Event description:
It was reported that sometime post-op, two setscrews backed out bilaterally out of the fixed angle screws. No revision surgery was reported. No patient complications were reported.

Manufacturer narrative:
(B) (4). The device or applicable films have not been provided to medtronic for evaluation. Unable to determine cause of the event.